Manufacturer narrative:
(B)(4).

Event description:
It was reported right after implantation of a new system, the patient was noted to be cold, clammy, and his blood pressure dropped prior to transfer to the stretcher. Then, the atrial fibrillation rate sped up and the device was tracking the atrial rate temporarily. It is suspected the patient exhibited symptoms of atrial arrhythmia and a vasovagal episode. The cause was an allergic reaction to the propafol medication that was used during the surgery. The reaction was unrelated to the implant procedure and the system. The patient blood pressure was stabilized and the patient was discharged from the hospital.